Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement, high impedance was observed on the new generator. Troubleshooting involved wiping off the connecter pin, reconnecting the lead to the generator, and visually confirming that the lead was fully inserted. As the high impedance was not resolved a new backup generator was used and when inserted to the lead, the high impedance was resolved. The surgeon suspected that the first new generator was defective. It was noted that due to the high impedance surgery was prolonged. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information; initial report inadvertently omitted information known prior to submission a3a. Sex; corrected information; initial report inadvertently omitted information known prior to submission b5. Describe event; corrected information; follow-up report # 01 inadvertently omitted information known prior to submission h6. Adverse event problem codes - type of investigation; corrected information; follow-up report # 01 inadvertently omitted information known prior to submission.

Event description:
The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release.

Event description:
The suspect generator was received for analysis.

Event description:
Analysis was completed for the returned generator.